Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a short circuit in electrical contact, b30 (scope communication error) occurs, water tightness is lost, corrosion on connector unit a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a short circuit in electrical contact, b30 (scope communication error) occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had loose connection, switched off and no longer displayed any image. The issue was found during inspection for use. There were no reports of patient involvement.